Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a unknown sized abdominal aortic aneurysm. It was reported that during a regular follow up approximately 7 years post the index procedure, a type ib endoleak was observed the main device 23-13-145 (left side). Intervention was completed where internal iliac coil embolization with external iliac lengthening with etlw1610c82ej, (B)(6) was performed and the endoleak has disappeared. Per the physician, the cause of the endoleak could not be determined. As per the physician the cause of the event could not be determined. No additional clinical sequalae were provided and the patient is fine.